Event description:
It was reported that the patient's implantable pulse generator (ipg) had a partial electrical reset. The patient will be seen in the clinic when they are back in town to clear the reset. No patient complications have been reported as a result of this event.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a partial electrical reset. (B)(4).